Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter.

Event description:
According to the initial reporter, during a sleeve gastrectomy procedure, the staple line was incomplete. The incomplete staple line was over-stitched. There was no extension of the incision or surgery time, no blood loss, no tissue damage. Current patient status is not available.